Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: sid (B)(6).

Event description:
The customer observed a falsely elevated alinity I total b-hcg for a 48-year-old female that was not reported out of the laboratory. The following results were provided (reference range 0-5.00 iu/l): sid(B)(6) initial b-hcg result= 79 iu/l; repeat result= <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) observed leaking from the valve, manifold, dispense 2 way (part number a-35002114-03. The replacement of valve, manifold, dispense 2 way which resolved the issue. A review of the alinity I processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaints and trending data for the alinity I processing module did not identify any similar issues described in this complaint. Additionally, review of complaints and trending data associated with the valve, manifold, dispense 2 way did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the valve, manifold, dispense 2 way.

Event description:
The customer observed a falsely elevated alinity I total b-hcg for a 48-year-old female that was not reported out of the laboratory. The following results were provided (reference range 0-5.00 iu/l): sid (B)(6), initial b-hcg result= 79 iu/l; repeat result= <2.3 iu/l there was no impact to patient management reported.